Manufacturer narrative:
The device related to this incident was returned for investigation. Internal functional testing was performed, and no failures were detected during functional testing. The internal investigation confirmed the devices was working as intended.

Event description:
The patient reported that their medication was adjusted due to high readings on the teladoc blood pressure monitor. Member stated she took the teladoc blood pressure monitor and compared device to a blood pressure monitor in a store and compared device to one at the doctor office.

Event description:
The patient reported that their medication was adjusted due to high readings on the teladoc blood pressure monitor. Member stated she took the teladoc blood pressure monitor and compared device to a blood pressure monitor in a store and compared device to one at the doctor office.

Manufacturer narrative:
The patient was sent a replacement blood pressure monitor and the member was asked to return the original monitor. However, the device associated with this incident was not returned for investigation. If the device is returned an investigation will be conducted and a supplemental report will be filed.